Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, the wires on the side of the working end were bent outwards. No missing or broken pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable at the distal idler was frayed. Failure analysis investigation also found that the surface of the distal pulley had scratches. No other damage was found. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.